Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the surgical procedure, the vitrectomy cutter would stop cutting. No patient injury.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in an unknown sterilization pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector and the tubing were not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the port. The back cap was aligned correctly with the vent hole in the side of the cutter body. Functional testing cannot be performed due to the missing tubing. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined.